Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported high pacing threshold and micro dislodgement on the left ventricular lead. The lead was capped and replaced on (B)(6) 2018. Patient was stable.

Event description:
New information received notes that the lead issue was found in clinic during a routine device check. X-ray was performed and confirmed lead was slightly pulled back. It is believed the cause of the micro dislodgement was just patient¿s movement on the newly implanted lead.